Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.

Event description:
Revision of an equinoxe shoulder due to an unspecified cause. This event was reported through clinical data collection. The primary surgery was "potentially 8 years ago".